Event description:
Additional information was received from the user facility. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that at the user facility, the drill was overheating. No further information was provided by the user facility.

Manufacturer narrative:
Additional information was received from the user facility. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, corroded ball bearings were found. Increased friction due to corrosion is a probable cause of the reported overheating.